Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. Visual examination of the returned product identified wear from previous uses. Gouges and indentations were noted to the body, strike plate, distal end, and trigger. Strike plate to body weld was confirmed to be fractured. No other damage was noted. Device had an approximate field age of 4.5 years. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the strike plate broke off the broach handle. There was no harm or health impact to the patient. It was reported that no additional information on the reported event is available at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.